Event description:
Account alleged that fluid ingressed into the mattress through the zipper. No patient was impacted by the failure. Account did not repair fluid ingress issue. Account put bed back into service.